Event description:
The reporter stated that the catheter was used for infusion in the back of the right hand without priming. There were no issues during infusion. On approx (B)(6) 2013, the catheter was found missing about 1.2cm when the nurse discontinued the catheter and was replacing it with a new one. The 3m dressing was curled, and all of the catheter was out of the vessel, the insertion site showed a scab. The pt was sent to surgery to explore the insertion site but they were unsuccessful in identifying the broken catheter piece. On the same day, a CT scan was performed from the right arm to the lung, with no results of finding the missing piece. In the evening of the same day, an overall CT body scan was performed with no results of finding the missing piece. The insertion site appeared to look normal and no adverse reaction occurred. The pt was originally admitted to the hospital for two plastic surgeries not related to the incident that occurred. On (B)(6) 2013, the pt was discharged from the hospital and no further issues resulted from the adverse event. No further information is available.

Manufacturer narrative:
No sample was returned for investigation. The raw material was confirmed as qualified during incoming inspection. There was no occurrence of this non-conformance detected during the lot's manufacturing. The processing inspection and outbound inspection were up to national standard. The catheter was lost about 1.3cm, if it was broken before using, blood leakage would be found in infusion. According to complaint description, there were no abnormalities that occurred during the infusion. It indicated that the catheter was normal before using. Now we're not able to determine whether the external force made the catheter broken in using.